Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of the 42 mg/dl. Customer stated that, the sensor had been off about 30-60 points from her blood glucose reading and because it hurt and was uncomfortable too, that is when she decided to take it out yesterday. Sensor glucose reading was 70 mg/dl and blood glucose was 42 mg/dl then another time her blood glucose was 189 mg/dl and her sensor glucose reading was 152 mg/dl. Customer treated low blood glucose with the milk. Customer declined troubleshooting for bent sensor cannula, sensor glucose verses blood glucose, blood at site and low blood glucose. The device will not be returned for analysis.